Manufacturer narrative:
A photo was returned by the customer showing the male luer of the mc33448 separated from the female luer of an unknown mating device. The reported complaint of disconnection can not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number. Corrected information can be found in h5 - labeled for single use.

Event description:
The complaint/event involved a 5" (13 cm) appx 0.43 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer that reportedly disconnected while in use on a baby patient multiple times. The patient had a cap between the central venous line (cvl) and the extension set/piece was connected to a b.braun 7¿ extension set w/ female luer lock connector (item number 470064).the patient was connected via an unspecified broviac catheter and continuous fluids were intravenously being administered. The facility indicated that they would continue monitoring this situation. There was no human harm reported with respect to this complaint/event.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.